Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that implantation of an impella cp failed due to patient anatomy. The patient's aorta was tortuous and caused the guidewire and pump to bend. A new guidewire and pump were implanted to support the patient.